Manufacturer narrative:
Corrected data: type of report: supplemental #1 was not successfully submitted before supplemental #2. Usage of device: initial report should be "initial use of device" instead of "unknown". Claim# (B)(4).

Manufacturer narrative:
Corrected data: concomitant medical products:: injector, cartridge and injector system models are added. Claim# (B)(4).

Manufacturer narrative:
Lens was returned loose in lens tray. Visual inspection found portion of the optic and haptic missing. Clear residue on the lens surface was observed no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a 12.6mm micl12.6 implantable collamer lens, -5.0 diopter, tore during loading. There was no patient contact and the backup lens was implanted. The reporter stated that the cause of the event was unknown.